Event description:
This event is reportable based on the product analysis approved on 05/08/2008. It was reported that during a drug eluting stenting treatment procedure, the device was unable to cross the lesion. The 80% stenotic de novo lesion was located in the severely tortuous and severely calcified left anterior descending artery. During advancement of the 2.75x38mm taxus liberte stent, the physician encountered significant resistance and was unable to cross the lesion. There were no patient complications. Patient status is reported as "good". However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: a visual and microscopic examination found severe damage to both the distal and proximal edges of the stent. The struts on the first and second row at the distal edge were bent back distally. The first three rows on the proximal edge were severely misaligned. This type of damage is consistent with the delivery system encountering some form of restriction. The hypotube had kinked twice approximately 22cm and 49cm distal from the catheters strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other kinks or damage were noticed along the shaft of the device. A recommended sized guidewire was inserted through the lumen with no restrictions observed. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.